Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy, the jaws did not open at the fourteenth or fifteenth firing on the blood vessel. Then, the trigger was pulled from the handle by hand to open the jaws but the jaws could not be opened. Eventually, both sides of the tissue clamped by the jaws were cut with a sealing device and the device was released with the clamped blood vessel from the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # = m93c93. The analysis results found that the el5ml device was received in good visual condition and with the jaws open. In addition, 1 conforming clip with tissue was received in a plastic bag. Upon cycling, the instrument was noted to be empty; in addition, the lockout and anti-backup mechanism was found to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring was found to be out of position; this condition caused the lockout condition, however no conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.